Manufacturer narrative:
Concomitant medical products: dvfb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to low pacing impedance falling below the alert threshold. In addition, an episode of t-wave oversensing (twos) was observed. The rv lead remains in use. No patient complications have been reported as a result of this event.